Event description:
It was reported that the device presented a homing failure. A tight fit between drill/long attachment and the handpiece aluminum shaft. During homing, the motor/gears were having a hard time moving the bur forward. The handpiece was switched out in order to continue with the case. The device was not being used with a patient during the event. Results of the investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the device, intended for in treatment, was not returned for investigation. It was reported that the device had a homing failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The handpiece was not made available to the designated complaint unit. However, the handpiece was returned to the service team and the drill guide support was found to be bent. This would have prevented the long attachment from moving freely cause the reported homing issues.